Event description:
It was reported that the pt experienced a confirmed motor stall, as noted in the event logs, with no motor stall recovery recorded. The pt noted the pump was alarming on (B)(6) 2010. Upon interrogation of the pump, the logs confirmed that the motor stall occurred on that date. The pt experienced no electromagnetic inference (emi) or magnetic interaction. The pt experienced an underdose with increased baseline spasticity. It was noted that baclofen was used in the pt pump at a concentration of 4,000 mcg/ml. There was no medication dosage provided. It was further reported that the pt took oral medication after the pt's pump stopped. The pt was at home and doing "fair." No further details or pt outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).